Event description:
It was reported that the subject stent deployed in the microcatheter during the procedure. The procedure was completed successfully with no clinical consequences to the patient. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. The only information available for this complaint was that it was reported that 'stent deployed in the herb due to reaction when client pull the delivery wire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject stent deployed in the microcatheter during the procedure. The procedure was completed successfully with no clinical consequences to the patient. No further information available.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was found to be severely kinked/bent. The stent introducer sheath distal tip was found to be damaged. The stent was not returned. (The stent was deployed in the microcatheter as per the event description). Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent deployed prematurely during use' could not be replicated as the stent and microcatheter were both not returned for analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The only information available for this event is that it was reported that 'stent deployed in the herb due to reaction when client pull the delivery wire'. The stent was not returned for analysis. It is assumed that the stent was still present in the microcatheter which was also not returned for analysis. The introducer sheath was returned for analysis and was deformed (crushed) towards the distal end of the sheath. The stent delivery wire (sdw) was also returned and was noted to be significantly kinked/bent at multiple locations along the wire length. The damage noted to the distal end of the sheath is not typical crush damage noted when the sheath is advanced too far distally into the rotating hemostatic valve (rhv). Instead, it is more reflective of damage noted when the introducer sheath is pushed into an rhv in which the vent cap is not open or not fully open. This action leads to the distal tip section buckling or kinking. One possible explanation for the event description and the device analysis results is that the introducer sheath got damaged when it was being passed through the vent cap of the rhv. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would experience some damage/deformation. The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in the stent becoming stuck. During efforts to advance or retract the stent, the sdw can be pulled through the stent, leaving the stent deployed inside the microcatheter. This is one possible explanation for the findings and the available information relating to this complaint. The as reported event: ¿stent deployed prematurely during use' as well as the as analyzed events: ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.

Event description:
It was reported that the subject stent deployed in the microcatheter during the procedure. The procedure was completed successfully with no clinical consequences to the patient. No further information available.